Event description:
It was reported to boston scientific that an advantage fit system was implanted into the patient to treat incontinence on (B)(6) 2013. According to the complainant, when the patient was seen on (B)(6) 2013 for the third postoperative consultation and cystoscopy, the patient presented with a urinary disorder and a complete or full thickness erosion of the mesh was identified. Portions of the mesh were removed on (B)(6) 2013 with segmental resection of the ileum. The bacteriology was negative. Anatomical pathology showed inflammatory granuloma on the wall of the intestine. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific that an advantage fit system was implanted into the patient to treat incontinence on (B)(6) 2013. According to the complainant, when the patient was seen on (B)(6) 2013 for the third postoperative consultation and cystoscopy, the patient presented with a urinary disorder and a complete or full thickness erosion of the mesh was identified. Portions of the mesh were removed on (B)(6) 2013 with segmental resection of the ileum. The bacteriology was negative. Anatomical pathology showed inflammatory granuloma on the wall of the intestine. Updated information from additional information received on (B)(4) 2014: no problem was found immediately after the procedure. The patient complained about groin pain on urination. Upon follow up, inspection found the mesh in the intestine and in the bladder. The mesh that eroded the intestine and bladder was removed. The part of the mesh in the suburethra was left in place since it was correctly placed. The patient is continent and fine to this day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.